Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with kit flu a+b 30 test hospital veritor initial test was positive for flu a and b. Customer re-inserted cartridge in second analyzer and result was negative for flu a and b. Confirmatory pcr testing was recommended. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had positive results for both flu a and flu b on one cartridge using kit 256041 lot# 0198462. Afterwards customer re-insert the same device into a second analyzer (5.7v) and the result was negative for both flu a and flu b.

Event description:
It was reported that while testing with kit flu a+b 30 test hospital veritor intial test was positive for flu a and b. Customer re-inserted cartridge in second analyzer and result was negative for flu a and b. Confirmatory pcr testing was recommended. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had positive results for both flu a and flu b on one cartridge using kit 256041 lot# 0198462. Afterwards customer re-insert the same device into a second analyzer (5.7v) and the result was negative for both flu a and flu b.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges discrepant results ( positive results for both flu a and flu b) when using kit flu a+b 30 test hospital veritor (material # 256041), batch number 0198462. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified. Currently no adverse trend for discrepant results was identified.